Manufacturer narrative:
On 05 june 2019 the r&d project manager commented the retrieved pictures of the explanted devices: the implants do not present any signs of failure in the provided pictures. As stated in the event description, the dislocation is likely to be caused by instability. Batch review performed on 18 june 2019: lot 179115: (B)(4) items manufactured and released on 15 march 2018. Expiration date: 2023-03-05. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system - humeral reverse hc liner ø42/+6mm, ref. 04.01.0127, lot. 179984 (k170452): batch review performed on 18 june 2019: lot 179984: (B)(4) items manufactured and released on 24 april 2018. Expiration date: 2023-04-09. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 19 june 2019 the medical affairs manager made the following analysis: recurrent dislocation during the first postoperative month. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
Second revision surgery performed due to glenosphere dislocation 1 month after the first revision. The dislocation happened during an exercise at the convalescence center (pendulum). The surgeon revised the glenosphere and the pe inlay to a +6 mm with the inclination of 155° instead of 145°.